Event description:
Reporter stated the patient experienced hyperglycemia of 600 mg/dl on (B)(6) 2013. He delivered a 21.0 unit bolus, and his blood glucose decreased to 484 mg/dl two hours later. He changed the infusion set several times, but this did not resolve the issue. No error messages were displayed. He switched to a new infusion device and has experienced no further problems, and he believes the alleged infusion device did not deliver insulin correctly. The infusion device was requested for evaluation. He did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy, occlusion limits, and alarm functions were tested successfully and comply with the product specifications. No malfunction of the pump was observed during the investigation.

Manufacturer narrative:
The event occurred in (B)(6).